Manufacturer narrative:
The insulin pump passed the displacement test and there was no loud noise during the rewind process. The moisture damage was on the motor assembly during visual inspection. There was no moisture damage found on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and moisture damage. Customer's blood glucose level was 412 mg/dl. Troubleshooting for moisture damage was performed. Customer advised there was insulin inside of the reservoir compartment. Customer advised during the rewind process there was a strange sizzling sound. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.